Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent lead revision where the leads were replaced and connected to the patient¿s ipg. The physician used electrocautery during the procedure. After the leads were replaced, the clinical specialist could no longer connect the clinician programmer with the ipg, but instead got the message, ¿a problem was found with the generator that could not be repaired. Contact sjm technical support.¿ the physician implanted a new ipg and effective therapy was restored post-op. Also see MFR. Report#:1627487-2017-01528 and 1627487-2017-01529.